Event description:
I had the nevro senza hf10 spinal cord stimulator implanted in my back on (B)(6) 2017; 3 wks post-op (B)(6) 2018, the pocket at the battery site opened and fluid was oozing out of the wound. I went to the ER and was then hospitalized. I spent 3 days in the hosp, being diagnosed with a staph infection. I was released on (B)(6) 2017 with a PICC line and given IV antibiotics twice daily for 7 weeks. The spinal cord stimulator was explanted on (B)(6) 2017.